Manufacturer narrative:
Rapidport ez strain relief. Visual examination of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Allergan had received the product however the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number.

Event description:
Company rep reported a lap-band system was "removed." Healthcare professional did not report to the company rep the reason for the removal. It is not known if the device was replaced. Followup info: healthcare professional reported, "leaking port volumes noted to decrease in poffice between fills. Post leaking on fold when filled at cuff."